Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to pocket erosion. Reportedly, a few weeks ago, before the system was extracted, the device site was a little swollen and tender. When the patient visited the clinic, the device started to erode out of the skin on the left side of device pocket. The following day the patient was brought into the laboratory, and the ICD along with this rv lead and other previously capped rv lead (septum), were explanted. There were no additional adverse patient effects reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).